Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received into the lab for analysis for analysis. Ac power was applied to the returned amplifier which failed to successfully complete the post (power on self-test). Additional analysis of the system logs and internal components isolated the root cause of the reported issue to the current source board pn in the slot two location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the current source board at the slot two location.

Event description:
During the procedure, the system would not validate. A patch kit was used to troubleshoot the issue and narrowed down the amplifier as the source of the issue. The procedure was cancelled due to this issue. There were no adverse patient consequences due to this event. The amplifier was replaced and the issue was resolved.